Event description:
It was reported that the rover had a 13.3 vacuum error at the beginning of a procedure. The case was completed successfully. There was a two and half hour delay as a result of this event. There was no reported medical treatment or intervention required as a result of this event.

Manufacturer narrative:
A follow up report will be submitted once the quality investigation is complete.